Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: white floating debris observed in 500ml normal saline bag after spiking with dispending pin. White particle is clearly visible to naked eye and looks to be of pin material. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample without packaging was returned for evaluation. The returned sample included a dispensing pin spiked on a 250ml baxter bag of 5% dextrose. Upon visual inspection, it was noted that the bag contained the fluid and one small white particulate measuring about 2 millimeters. After visual inspection, the spike was taken off the baxter bag and examined under a microscope. The spike tip was noted to be slightly damaged. Visual observation of the particulate revealed that the sample is similar to abs (material the spike is comprised of) but cannot be confirmed due to the small sample size. The defect of foreign particulate was confirmed through visual inspection. Although the defect of particulate was confirmed on the dispensing pin, the exact root cause of the particulate was not able to be determined at this time. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences. Furthermore, all available information regarding this occurrence has been forwarded to our material review broad (mrb) business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. If any additional pertinent information becomes available a follow up will be submitted.